Manufacturer narrative:
Device is a combination product.

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented with stable angina. The 90% stenosed, 20mm in length, diffuse lesion of more than 2cm, eccentric, type a new lesion was located in the mildly tortuous and non-calcified proximal to mid inferior septal artery. The lesion contained over 45 degrees, but below 90 degrees bend. A promus element drug-eluting stent was implanted successfully following post-dilation. Timi flow 3 was observed and residual stenosis was 0%. In (B)(6) 2018, the patient died. The cause of death was unknown and the relationship to the study stent is not related.

Manufacturer narrative:
Brand name corrected from promus element to promus element plus. Device is a combination product.

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented with stable angina. The 90% stenosed, 20mm in length, diffuse lesion of more than 2cm, eccentric, type a new lesion was located in the mildly tortuous and non-calcified proximal to mid inferior septal artery. The lesion contained over 45 degrees, but below 90 degrees bend. A promus element drug-eluting stent was implanted successfully following post-dilation. Timi flow 3 was observed and residual stenosis was 0%. In (B)(6) 2018, the patient died. The cause of death was unknown and the relationship to the study stent is not related.